Event description:
It was reported that the patient passed away unexpectedly. No additional relevant information has been received to date.

Event description:
Additional information was received that patient passed away due to a seizure. The autopsy report was provided noting the cause of death is seizure disorder. The manner of death is undetermined. Vns system was explanted however it has not been received to date. There is a note from medical examiner that the seizures began following an assault while incarcerated on (B)(6) 2004 which would make the manner of death homicide. A CT scan of the head demonstrated nasal fractures but no brain or skull injuries. There is no available medical documentation linking the assault with the development of seizures disorder. No additional relevant information has been received to date.